Event description:
(B)(4). Severe cramps, pelvic pain, painful intercourse, back pain, headaches, dizziness, vision changes, heavy bleeding, breast pain, and lactating.

Event description:
(B)(4). Diagnosed with a cornual ectopic pregnancy (B)(6) 2015. Emergency surgery needed. Life threatening condition.